Manufacturer narrative:
Pump was tested with the following protocols: 4. Flow rate, occlusion accuracy, and performance. A. Record calibrated information. B. Flow rate accuracy test at 125ml/hr. C. Pressure test (pass if psi >= 32 psi). D. 8 psi occlusion test (pass if between 0 and 16 psi). E. 30psi occlusion test (pass if between 22 and 38 psi). Failed pressure test on post: 1. Power on pump. 2. If "pressure test err" appears on post screen, pump fails test. If 'pressure test ok' appears on post screen, pump passes test. Result: pump failed test. Pressure error appeared on screen when turned on. If an infusion was attempted pump would alarm constant occlusion. Reported issue confirmed. Test completed 12-09-2020. Pressure sensor was replaced. Pump was repaired, tested, and meets full specification.

Event description:
On 11/18/2020 zyno solutions received an email stating that pump (B)(6) can not adjust occlusion. Operator biomed tech. Medication none. No patient involved. Patient not harmed. Event date 11/18/2020.